Event description:
Patient's heparin drip was found empty. Heparin infusion was programmed manually correctly at 11.5 ml/hr rate. Bedside nurse found heparin bag to be empty 35 minutes later. No fluid was found on the floor or in bed/around patient. Review of the infusion reports and infusion pump event log showed pump was programmed manually to rate of 11.5 ml/hr. It ran without any alarms, pauses or interruptions for 35 minutes when it was stopped. Inspection of the pump showed the event could not be duplicated, pump passed all the inspections. Our findings could not explain the cause of event through event investigation of nursing bedside practice and equipment and equipment reports inspections.